Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4) b5 describe event or problem: correction. D4 catalog no: correction. Primary UDI number - correction. H2 type of follow up: correction.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.